Event description:
Catheter was placed on 10/9/94 in a resuscitation crisis for fluid placement, blood withdrawal for lab and infusion of critical drugs. Catheter found broken in bedside with blood coming out of site. Nothing was being done with the catheter or pt at that time. Pt needed epi and dopamine medication and cryoprecipitte, packed cells and platelets. The device will be returned to MFR.